Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had a broken reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer states while riding a mechanical bull he received the button error alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.